Event description:
Customer received result of 431 mg/dl on the mobile system, and a result of and 99 mg/dl on the compact plus system within 10 minutes. No actions taken based on device results. No adverse event reported. Requested return of suspect device; however, customer has discarded the system.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states. This medwatch report is for the suspect device used in the mobile system (lot number and expiration date unknown). Reference medwatch report with (B)(6) for the suspect device used in the compact plus system. Will not be returned to manufacturer.